Event description:
Xi large suturecut needle driver - cable mechanism that allows instrument to open and close snapped. Instrument removed from use, replaced with new instrument, case continued. No immediate evidence of missing pieces. No harm to patient. Frayed cable visualized and retained by the instruments pulley system. X-ray taken, read as negative additionally, there has been a number of other needle drivers that have broken cables. These are being returned to intuitive manufacturer response for needle driver, large suturecut needle driver (per site reporter). Manufacturer requested device.